Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this bi-vad patient was found dead with the controller powering the lvad displaying no message and no audible alarms while connected to only one battery ((B)(4)). The battery was returned to the manufacturer for evaluation. The returned battery passed visual inspection but failed functional testing as a result of experiencing high max error, indicative of a unit outside of the nominal calibration range, exceeding it's useful life of 375 charge/discharge cycles as measured by the battery gas gauge chip, and exhibiting early depletion of cell pairs 2 and 3, which caused the cell pairs voltage to drop below the minimum voltage threshold. Additionally, a second battery ((B)(4)) was returned as a concomitant device. Evaluation revealed an incidental finding of early cell depletion causing the cell pair voltage to drop below the minimum voltage threshold and it is unrelated to the reported event. The most probable root cause of the reported event may be attributed to the faulty cells found during testing. The manufacturer has opened an internal investigation to evaluate these types of issues. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is one of three reports (3007042319-2014-00819, 2016-01583 and 3007042319-2016-01584) submitted for devices related to the same event.

Event description:
It was reported from the united states that this bi-ventricular assist device (bi-vad) patient ((B)(6) male) was found by his sister and had already expired at the time. Low flow alarms were heard from the right ventricular device (rvad) ((B)(4)). The controller powering the rvad ((B)(4)) was connected to a controller ac adapter and one battery. It was also reported that when the patient was found the controller powering the left ventricular device (lvad) ((B)(4)) had no message displayed and no audible alarms; there was only one battery connected to this controller ((B)(4)). The police became involved and they were first suspecting suicide because the patient's sister stated that the patient mentioned that "he did not want to live with the burden of a bi-ventricular assist device (bivad) anymore". According to the head perfusionist the police were investigating suicide as the cause of death.